Manufacturer narrative:
Intuitive surgical inc. (Isi) received the small grasping retractor associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the device. The root cause was attributed to a component failure. An unrelated failure was also observed. Various scratch marks with light material removed were observed on the main tube and were 0.090" -0.153" in length. The scratches were not aligned with the tube's axis. The root cause was attributed to mishandling. A review of the instrument log for the small grasping retractor instrument (part number: 470318-10, lot number: n10201117-0117) associated with this event was performed. Per the log, the instrument was last used on (B)(6) 2021 on system sk2605 for 00:42:45. The instrument had 4 uses remaining. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although no patient harm, adverse outcome, or injury was reported, a broken pitch cable at the distal end was found during failure analysis and suggests that if the malfunction was to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed a broken/loose cable on the 8mm small grasping retractor. The procedure was completed. There was no patient harm reported. Follow up for patient information was completed with the customer. There was no additional information available.